Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d1; d2; d4; h4.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Reported event was unable to be confirmed due to limited information provided by the customer. Photos of an instrument were provided and visual evaluation identified the strike plate was fractured and there was wear and tear on the device. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the surgeon was taking the broach out of femur and the strike plate broke off. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the strike plate had fractured from the handle. There are visible impact marks on the handle and the strike plate. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.